Event description:
Dealer states the user said they plugged the charger in and it sparked. Dealer said the charger port has the square hole punched out allowing for the charger to be plugged wrong. Dealer said he was measuring the charge with the charger plugged in and he said it was not going up.